Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 218 mg/dl at the time of the incident. Customer stated that she went to enter her blood glucose and the numbers kept scrolling. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had an intermittent button response due to the corroded keypad traces. There were no unexpected numbers ramping/scrolling during testing. The pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner.